Event description:
Customer reported to beckman coulter, inc. (Bec) that the closed tube sampling module (cts) of the unicel dxc 800 synchron system was leaking and the caps were wet.customer reported that glucose, ion selective electrolytes and blood urea nitrogen had erroneous low results. Customer reported that the erroneous results were not reported outside the laboratory. Customer did not provide any other information.there was no report of any adverse event or injury requiring medical intervention or patient treatment.bec field service engineer (fse) found a lack of vacuum on line 118 which carries waste. The fse flushed line 118 and found a blockage. The fse found the closed tube sampling module was functioning properly after he applied auto gloss and primed the wash station 50 times. The fse verified the repair was performed per established procedures.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).